Event description:
On (B)(6) 2008, the device was implanted via l-p shunt to the patient with sah ((B)(6) female). The initial setting pressure was 120mmh2o. On (B)(6) 2015, the patient complained of a headache and ventricular enlargement was confirmed through images. The surgeon tried to change the setting pressure, but it could not be changed even after flashing. Since the patient¿s condition did not improve, the surgeon replaced the device with 82-3842 via v-p shunt at 120mmh2o. The patient¿s condition improved after the revision. The surgeon suspects the occlusion of the valve due to biological debris.

Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.